Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported condition of device unable to recognize an open-door state, which was reproduced during evaluation. The evaluator found that the pump recognized the open door intermittently and did power on with the door open intermittently. The cause was determined by device evaluation to be loose link screws. The link screws were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was unable to recognized an open door state. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.